Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Had an episode of severe hypoglycemia last week [hypoglycaemia], the pen got stuck [device mechanical issue], patient had to press two times and probably received double dose of insulin. [Incorrect dose administered by device]. Case description: this serious spontaneous case from sweden was reported by a physician as "had an episode of severe hypoglycemia last week(hypoglycemia)" with an unspecified onset date, "the pen got stuck(device mechanical jam)" with an unspecified onset date, "patient had to press two times and probably received double dose of insulin.(incorrect dose administered by device)" with an unspecified onset date, and concerned a patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "type 1 diabetes", patient's height, weight and body mass index(bmi) were not reported. Current condition: type 1 diabetes (duration not reported). On an unspecified date (reported as last week), the patient experienced an episode of severe hypoglycemia. It was suspected that something went wrong with novopen echo plus, the pen got stuck so the patient had to press two times and probably received double dose of insulin. Batch numbers: novopen echo plus was requested. Action taken to novopen echo plus was not reported. The outcome for the event "had an episode of severe hypoglycemia last week(hypoglycemia)" was not reported. The outcome for the event "the pen got stuck(device mechanical jam)" was not reported. The outcome for the event "patient had to press two times and probably received double dose of insulin.(incorrect dose administered by device)" was not reported.

Event description:
Case description: investigation result: novopen echo plus - batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: investigation results updated. Annex b, c, d and g has been updated. Narrative has been updated accordingly. Final manufacturer's comment: 26-jul-2023: the suspected device was not returned to manufacturer for evaluation. No investigation was possible, because neither sample nor batch number was available. With very limited information regarding the patients handling of the suspected device reported in the case, it is not possible to elucidate a clear root cause for functionality of novopen 6. H3 continued: evaluation summary: novopen echo plus - batch unknown. No investigation was possible, because neither sample nor batch number was available.